Event description:
It was reported to philips that the azurion device would not x-ray. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. As per the customer complaint, it has been reported that the x-ray was not possible. No further information regarding the issue has been provided by the customer. No service has been performed by the philips.